Event description:
Consumer alleges while riding the chair in his driveway, which he emphasized is not steep, the chair allegedly tipped over.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.